Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure the patient experienced fluctuating visual postoperative result with greater residual astigmatism. Additional information was received stating residual cylinder was revealed postoperatively. Lens was not sitting properly. Iol has rotated in the eye after implantation and was no longer in the implantation axis. The re-rotation of the iol was planned. The visual acuity of the patient was good. The iol remains in the eye and will not be exchanged.